Manufacturer narrative:
The customer reported a complaint that "the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message" was confirmed during the functional testing and the archive data review. The root cause of the ua07 was due to a failed load cell, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in 2015 and is seven years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. The archive data indicated multiple ua07 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during the power-on-self-test. The load cell characterization indicated single point load cell module 1 failed. The failed load cell needs to be replaced to address the ua07. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
During the patient call, the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The crew tried to clear the ua by testing it with a manikin; however, the ua could not be cleared. The crew immediately reverted to manual CPR and then obtained another autopulse platform. It is unknown if there was any adverse effect on the patient. The patient's status information was requested, but the customer did not provide a response.